Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1537 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refs1537) have been reported from the same facility in (B)(6).

Event description:
It was reported a 1.5cm-2cm tear inside/underneath the secure cath whilst PICC placed in a patient. No other information was provided.

Event description:
It was reported a 1.5cm-2cm tear inside/underneath the secure cath whilst PICC placed in a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and use residues were observed throughout. Two segments of catheter were received. The proximal segment, including the assembled connector, terminated between the 46cm and 47cm depth markings. Microscopic inspection of the end revealed a glossy striated surface typical of a sharp instrument cut. The distal segment, including the valve and tungsten plug, terminated at a break at the 31cm depth marking. The end appeared irregular. Curved shape memory was observed in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness, discoloration and necking (thinning) in the vicinity of the break. Microscopic inspection of the break site revealed a dully granular fracture surface and an elliptical cross-section. The break features were consistent with material failure due to tensile (pulling) stress. Such damage can occur due to catheter placement, access and maintenance techniques and due to patient movement/anatomy. H3 other text: evaluation findings are in section h11.